Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s). The additional mitraclip referenced in event will be filed under a separate medwatch report number.

Event description:
This is filed to report the clip opening while establishing final arm angle. It was reported that on (B)(6) 2022, the patient underwent a mitraclip procedure to treat functional mitral regurgitation (mr) grade 4+. A ntw clip (20413r223) was advanced in the patient and the leaflets were grasped. While establishing the final arm angle (efaa) the clip opened from closed to 30 degrees. Troubleshooting was completed three times but the issue persisted. The clip was removed without incident and replaced. A second ntw clip (20324r178) was then attempted to be implanted, but caused a posterior leaflet tear after a loss of leaflet capture. The procedure was aborted with the mr grade appearing to be a little worse than what it was at the start of the case. On (B)(6) 2022, the patient underwent surgical intervention and the leaflet tear was treated. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip open during efaa) could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and the results of the device analysis, the cause for the unintended movement (clip open ¿ efaa) could not be determined. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).